Event description:
.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
One day post implant, the r-waves had decreased. Threshold and impedance remained stable. An x-ray did not reveal any lead displacement. The lead remains implanted and the patient will be monitored.